Event description:
Infusion pump was found to be beeping continuously and stated "occlusion." Medication not infusing on side 2, and occlusion found on side 1. IV noted to be flowing well without the pump.